Event description:
On (B)(6) 2012, the patient contacted animas, alleging that ok keypad button was unresponsive and the up arrow and down arrow buttons required multiple presses to elicit a response. Reportedly the rubber keypad was peeling off the pump and tactile issues had occurred prior to the damage. The reporter denied any evidence of moisture in the pump. The patient reportedly wore the pump under garments and did not clean the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During investigation, the keypad was found to be damaged; peeling was observed at the ok button. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged. During testing, all of the keypad buttons were found to be unresponsive. The bolus button was found to be intermittently responsive with no visible damage. There was evidence of contamination found under all key contacts and under the bolus button.